Event description:
Caller reported a tandem mobi cartridge alarm that had occurred previously and was resolved before contacting support. Customer's blood glucose level had exceeded 500 mg/dl, with the exact value showing as "high." To address this, the customer administered a correction injection via multiple daily injections. The customer was able to resolve the issue by reloading the cartridge and resuming insulin delivery.